Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the available information and performed investigation, the device can be reasonably excluded as a contributory cause of the intraoperative mis-sizing. The root cause of the reported event can be traced to the user, as no sizing was performed before implanting the pvs23.

Event description:
On (B)(6) 2019, a female patient underwent a re-do aortic surgery to explant a 23 magna ease (implanted 5 years before) due to endocarditis. The patient received a pvs23 in the aortic position. The magna ease was carefully removed and explanted. The pvs23 was implanted without sizing, as it was believed that magna ease 23 and pvs23 were equivalent in sizes. However, after the implant of the pvs23, the cross-clamp was removed and a d-shape of the stent was noticed on echo. The patient was put back on bypass and ballooning was performed. However, the same problem was evident the aorta was cross-clamped a third time, the pvs23 explanted and replaced with a pvs21, which was the correct size for the patient's anatomy. Despite the prolonged surgical times, the patient remained stable during the procedure, with a good outcome after surgery. No perceived issue with the pvs23 explanted.

Event description:
On (B)(6) 2019, a female patient received a pvs23 in the aortic position. The device was explanted intra-operatively and replaced with a pvs21. No further information is presently available.